Manufacturer narrative:
Additional narrative: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw247915 was released in a single batch. Batch1: lot qty of units were released on 19 feb 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the tightening wrench was discovered as grounded down. The device was not able to be used. No patient consequence reported. This report is for one (1) expedium sfx cross connector system torque driver shaft this is report 1 of 1 for (B)(4).